Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer mentioned that they had just started using the sensor three weeks prior leading to the low blood glucose. The customer was assisted with the issue and the customer was informed that they did not calibrate their pump before the customer went to sleep. The customer was educated on the proper calibration techniques. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.